Event description:
Boston scientific crm received info that the right atrial (ra) lead fell out of position and was no longer sensing or capturing appropriately. After the ra lead was revised the measurements from the device were inappropriate. As a result, the device was explanted and a problem with the seal was noted. It appeared that the seal plug was partially pulled out of the device. No adverse pt effects have been reported. Info was later received that this lead was explanted due to a sys upgrade. No adverse pt effects were noted."

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. As a result, the electrical inspection of the lead was limited to the dc resistances of the lead fragments. No peculiarities were found. Visual inspection demonstrated that the lead was not fully inserted into the header. This resulted in the contamination of the electrical contacts of the is-1 connector with blood residuals. The damaged fixation helix and the cuttings in the insulation happened most likely during the extraction of the lead. The analysis did not reveal any sign of a material or mfg problem.